Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified by the fact that there were analyst errors in the error logs. The software was reloaded. The peak opacification in a stimulated study appeared normal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 the system locked up twice during a procedure and required reinitialization. It was further reported that the system had poor peak opacification in subtraction mode. There was no adverse pt involvement reported. There was no pt info reported.